Event description:
On 15/feb/2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around (B)(6) 2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on 10/feb/2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on 10/feb/2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around (B)(6) 2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on (B)(6) 2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on 10/feb/2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of staphylococcus aureus relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per international society of peritoneal dialysis (ispd) definition, the patient¿s peritonitis is classified as relapsing peritonitis: an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism (or culture negative in the second episode). Additionally, relapsing episodes should be considered as an extension of the original episode. The pdrn stated that although the cause was unknown, the suspected cause of the relapsing peritonitis was touch contamination. The culture results of staphylococcus aureus support this cause as this organism is found on the nares and skin of humans. Peritonitis caused by s. Aureus has relatively poor outcomes with 20% relapsing and 23% requiring eventual removal of the pd catheter. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis event.